Event description:
This pt with hyperpigmentation of the face was seen for a test spot treatment with an intense pulsed light device. They experienced no erythema and no effect. They returned for a full face treatment 27 days later. Dr began with the test dose energy level of 16j, again with no resulting erythema. They gradually increased the energy level to 20j on the forehead, still with minimal effect. Dr continued with 20j on the cheeks, where the pt had the darken pigment. As pt felt very little output from the machine. Dr gradually increased the energy to 30j, waiting to note erythema after each pulse. As mild erythema was noted at 30j, dr completed the treatment at this energy. The pt experienced only mild warmth until the last few pulses at 30j, when pt felt intense pain in the right cheek. Pt was called 3 days later and reported mild scabbing in the area. They came to office concerned about early scar.